Manufacturer narrative:
Investigation summary: it was reported that the needle received by the customer was obstructed making it difficult to inject. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed by our quality engineer team for provided material number 303018, lot number 0129352. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during the injection. The following information was provided by the initial reporter: "25g hypo needle was obstructed and made it difficult to inject local. Had to pull new needle and then retried."